Event description:
Caller reported a temperature alarm occurred, identified as alarm 11. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating it remained within an acceptable range. The caller was able to clear the alarm and resume insulin delivery, with instructions to monitor the situation and contact support again if the issue persists.